Event description:
Health professional reported a port leak confirmed by photos from a methalyne blue test. The device was replaced with another port.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."